Event description:
It was reported that the user received a low alert from the ilet while using a newly placed libre 3+ sensor, confirmed capillary blood glucose at 40 mg/dl, and experienced a prolonged low for approximately three hours; the user treated with oral fast-acting carbohydrate (skittles) and noted a cgm sensor error message expected to persist for several hours. Symptoms include nausea. Outcomes included correction of the hypoglycemia without need for external assistance or medical intervention. Investigation included user education and troubleshooting conducted during the call. Investigation of this case revealed that the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the event was consistent with hypoglycemia of unclear cause, with successful self-treatment and no reported adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.